Event description:
The event is reported as: the customer alleges having difficulty in inflation of the endotracheal tube cuff as there was resistance felt. The issue was detected at the time of the cuff check prior to use. No pt injury.

Manufacturer narrative:
From the picture it was observed that "difficult to inflate/deflate cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document review (fmea) was conducted and no changes were required. Per DHR the product et tube, cf, 7.0, lot #01f120163 was manufactured on 06/20/2012. The hdr investigation did not show issues related to complaint. From the picture it was observed "difficult to inflate/deflate cuff", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.